Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the stent inadvertently deployed. An 8x40x130mm innova self-expanding stent and non-bsc guidewire were selected for use in the superficial femoral artery (sfa). During preparation for the procedure, the physician inserted the stent delivery system over the wire. The physician observed that the stent had partly inadvertently deployed outside of the patient. The stent delivery system was removed and a new innova stent was selected for use. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device analysis by MFR. The returned product consisted of an innova self-expanding stent system. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed approximately 8.5mm from the middle sheath. There is a kink to the middle sheath 3.9cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The lock and rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent inadvertently deployed. An 8x40x130mm innova self-expanding stent and non-bsc guidewire were selected for use in the superficial femoral artery (sfa). During preparation for the procedure, the physician inserted the stent delivery system over the wire. The physician observed that the stent had partly inadvertently deployed outside of the patient. The stent delivery system was removed and a new innova stent was selected for use. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.